Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side rupture (confirmed by physician). The device has been explanted and replaced.

Event description:
Patient reported left side ¿rupture diagnosed via ultrasound and magnetic resonance imaging (MRI)¿. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.